Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis found that the desktop charger had a board failure and the device was scrapped.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not charging. They could see the green light on the desktop charger and the white arrows matched up. They could not tell but reported that the connector pin was bent or loose. A replacement desktop charger was requested. The implantable neurostimulator (ins) was dead and could not charge because they could not charge the insr. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.